Manufacturer narrative:
No additional information at this time. As information is received it will be reported as required.

Event description:
It was reported that the workstation on the 9800 system will not boot up. There was no report of pt injury.